Event description:
According to the info provided, the physician used a cook endoscopy uts precurved ultra taper sphincterotome during an endoscopic retrograde cholangiopancreatography (ercp). When attempting to perform the sphincterotomy, the sphincterotome allegedly burned instead of cutting during use. The user facility indicated an erbe power supply unit was used in conjunction with this sphincterotome and continuous current was reportedly not achieved. All connections were checked and connected. The erbe was turned off and back on and use with the sphincterotome was attempted again, but continuous current was reportedly not achieved. The user connected a different power supply unit (valley lab), but continuous current was reportedly not achieved. The physician changed to another uts sphincterotome and used the erbe power unit, which reportedly achieved continuous current. The procedure was completed using the replacement sphincterotome and the erbe power unit. Drainage of the common bile duct was achieved by placing a stent after the sphincterotomy was performed. In 2003, the user facility informed us that the patient was sent to the post-anesthesia care unit for recovery and that the patient did not undergo any additional procedures due to this incident. In 2004, the attorney of the patient's family informed us that the use of the sphincterotome reportedly resulted in acute pancreatitis.

Manufacturer narrative:
The user facility informed co in 2003 that the sphincterotome failed to cut during use. The following month, additional details regarding this observation were provided by the user facility. These details indicated the patient was sent to the post-anesthesia care unit for recovery after this procedure and did not undergo any additional procedures due to this event. The information supplied by the user facility did not allege the patient suffered any ill effects due to use of the sphincterotome. The information supplied by the user facility was reviewed with clinical personnel. Clinical personnel indicated that in order to perform a sphincterotomy, a sphincterotome cuts and burns by use of cautery. The clinical personnel concluded that burning and cutting are expected outcomes of sphincterotomy. Based on the information provided by the user facility and clinical input 2003, the information was determined not to meet MDR reporting criteria. This situation has entered into active litigation. Cook endoscopy received information in 2004 during litigation process that alleges the patient developed acute pancreatitis as a result of using this sphincterotome. Based on this information and because we must send a MDR report when we become aware of information, from any source, that reasonably suggests that a device we market may have caused a serious injury, this MDR is being submitted to FDA . If additional information becomes available, a follow up MDR report will be submitted. This MDR report is based on unconfirmed information submitted by the attorney representing the patient's family. It is important to note that this MDR report is being provided to FDA to fulfill MDR reporting criteria. Neither the submission of this report nor any statement in it is intended to be an admission that any cook endoscopy device (I) is defective or malfunctioned or (ii) caused or contributed to a death or serious injury. As explained later in this summary , we are unsure if the product returned is the actual product used during the procedure. However, our evaluation of the returned device did not confirm the report as it was described. The sphincterotome that was returned for eval functioned properly during our laboratory analysis. The device was returned coiled tightly inside a small biohazard bag. This bag was placed inside the product packaging that had been opened prior to receipt for evaluation. The inside of the product packaging had evidence of dried contrast, but the product was free of contrast. A visual examination of the sphincterotome revealed the cutting wire is intact and is shiny in appearance. There is no visible evidence of a cautery application while the cutting wire touched tissue. (If a cautery application had been made while touching the cutting wire to tissue, the cutting wire would be black in appearance, not shiny.) The sphincterotome was checked for electrical continuity by using an ohmmeter. The sphincterotome conducted as expected. (The ohmmeter made an audible sound and the red light came on to indicate product will allow flow of current.) No contrast is visible inside the injection hub, injection lumen or on the outside of the device. The electrical pin in the handle assembly was inspected for any abnormalities. The electrical pin is appropriate. The cutting wire has a minor bend near the midpoint and the catheter has several minor bends. The distal end (tip) of the sphincterotome appears to have been manually formed by the user. Bends in the catheter could have occurred due to the way the product was packaged for return (coiled tightly inside a small bio hazard bag) and/or manual formation by the user. The kinks and bends in the sphincterotome catheter and cutting wire are not affecting the sphincterotome's ability to allow the flow of current. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of a three year complaint history for this product family was conducted. During this time period, there have been no other reports of burning resulting in acute pancreatitis. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conclusively determine a cause for the reported observation because the device functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The sphincterotome that was returned and examined does not show the typical signs of device usage (contrast, blackening of the cutting wire from an application of cautery). It is possible the sphincterotome returned for evaluation was not the same device used during the procedure. Pancreatitis is a known potential complication when performing an endoscopic retrograde cholangiopancreatography (ercp). Even when a sphincterotome is used and performs as intended, pancreatitis is a known complication when performing an ercp. The instructions for use for this sphincterotome list pancreatitis as a potential complication. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage during the procedure. While these are not the sole determining factors, this limits our ability to conclusively determine the cause for the reported observation. Difficulty with current application could have occurred if the connections between the power supply, active cord and sphincterotome were not secure. The instructions for the uts sphincterotome state the following: "with the electrosurgical unit off, prepare the equipment. Securely connect the active cord to the device handle and electrosurgical unit. The active cord fittings should fit snugly into both the device handle and the electrosurgical unit." These activities will ensure the sphincterotome receives the current from the power supply unit that is needed for conducting a successful sphincterotomy. Difficulty with current application could also occur if the power supply unit is in need of adjustment or repair. We can report that bends in the catheter and cutting wire can occur if the distal end of the device is shaped manually or manipulating the handle of the device prior to straightening the catheter or removing the pre-curved stylet. The instructions for use for this product line caution the user against exercising the sphincterotome under these conditions. The condition of the product suggests the catheter was manually formed by the user. As stated above, the kinks and bends in the sphincterotome catheter and cutting wire are not affecting the sphincterotome's ability to allow the flow of current. Prior to packaging and shipping, all uts sphincterotomes are subjected to a visual and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. No corrective action warranted at this time because the report was unable to be verified. The product functioned as intended. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for trends.